Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the capacitor is out of specification. There is no patient involvement.